Event description:
Implants during surgery, never disclosed to pt, dangerous, body/organ damage, they "create" disability, extreme pain, problems with interference with electricty and electric components and radio freq, etc. "(They do not offer security)" they are invasive, and invade privacy.